Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the power supply and the rui assembly. The rui can now be plugged and unplugged without difficulty. The system is operating as intended.

Event description:
The customer reported that the power supply on the c-arm will go up but won't come down. Also, the connector on the remote control cable is sticky.